Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to patient non-compliance as the instructions for use (IFU)/product labeling, (B)(4) states the patient is to be made fully aware and warned that the device does not replace normal healthy bone, and that the device can break, bend or be damaged as a result of stress, activity, load bearing, or weight bearing. The patient is to be made aware and warned of general surgical risks, possible adverse effects, in advance and to follow the instructions of the treating physician, in advance. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a revision procedure due a bone fracture and implant fracture due to noncompliance while lifting too much weight. The ulnar component was removed and nothing was implanted. Attempts have been made and additional information on the reported event is unavailable at this time.